Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refx4608 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported the customer prepared for PICC puncture, opened the product package to check the product integrity, and found that the microintroducer was damaged.

Event description:
It was reported the customer prepared for PICC puncture, opened the product package to check the product integrity, and found that the microintroducer was damaged.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged introducer sheath was confirmed; however, the root cause was not identified. The product returned for evaluation was two photographs which depicted a 4.5fr microintroducer dilator/sheath. The tip of the sheath appeared irregular. A longitudinally aligned split was observed at the dilator tip. No obvious use residues were observed. Sheath damage was evident in the submitted photographs; however, inspection of the photographs was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, sample analysis, complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer is confirmed and appears to be manufacturing related. One 4.5 fr x 5 cm microintroducer, one 0.018 in. Guidewire in a plastic hoop, one scalpel, one 21 g introducer needle, and one 20 g IV introducer needle were returned for evaluation. An initial visual observation showed the distal tip of the microintroducer sheath was damaged. A microscopic observation revealed a relatively large longitudinal split in the distal tip of the microintroducer sheath. One side of this split was observed to flare outward and adjacent to this side, the edge of the sheath was found to be slightly buckled with plastic deformation at the two corners of this buckling. No plastic deformation, flaring, or buckling was observed on the other side of the large split in the sheath. Some blood residue was observed on the returned microintroducer sheath. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the customer prepared for PICC puncture, opened the product package to check the product integrity, and found that the microintroducer was damaged.